Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed displacement verification test. Customer reported that they experienced high blood glucose level of 400 mg/dl. The customer experienced the symptoms like nausea and vomiting as a result of high blood glucose. The customer was treated for the high blood glucose with syringe. The customer disagree that the insulin pump was operated as designed. Customer reported past event of no delivery alarm. The insulin pump was returned for analysis.